Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for malignant pain. It was reported that the patient stated they had a fill yesterday and when they got home last night they tried to give herself a bolus and they were seeing authentication call medtronic with a refresh code(pairing screen). Agent walked patient through exiting the pairing screen and how to deliver the bolus. The handset was stuck got stuck on 90%. Agent walked patient through clearing the data. The troubleshooting steps that were taken on the call resolved the issue. Patient stated the issue had been on going for months.

Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software, product ID: hh9020tdd, lot# serial#: (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.